Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that during an unspecified procedure, the full radius platinum bonecutter 5.5mm had instance of metal debris. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.

Manufacturer narrative:
H11: h3, h6:the reported device was received for evaluation. A visual evaluation showed the device was returned in unopened/sealed original packaging with the batch number of the complaint on the label. The color and magnet scheme of the device matches the print. Red lubricant is present at the tip of the blade. There are no signs of metal debris or any other defect on the inner or outer blades. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inappropriate handling during storage or transport. Based on this investigation, the need for corrective action is not indicated.